Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the capsule was attached to the white magnet when the magnet was removed and dislodged from the delivery device. There was no patient or user harm. Functional testing of the return device confirmed a manufacturing fault. The root cause of the observed condition was determined to be a result of a manufacturing activity.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The capsule was not returned, but the delivery system was available for evaluation. Visual inspection noted that the needle was not advanced, however the capsule detached from the delivery system. It was reported that the bravo capsule was damaged. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.